Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) and an enlarged atrium. An xtw clip was inserted and placed on the tricuspid valve. However, during the deployment, the clip was not separating from the mandrel. Troubleshooting was performed and the clip was able to be deployed. To further reduce tr, an additional clip was implanted, reducing tr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult deployment was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.